Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. A manual insulin injection was administered to address bg level.